Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that they had fallen off of the toilet in the middle of (B)(6) 2018, and that they were not feeling stimulator or felling it in their legs not their back. The patient reported that they had last charged the ins last week. No additional patient symptoms, and no additional device complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-11-02 additional information was received reporting that the patients weight at the time of the event was (B)(6). The fall was not related to the implantable neurostimulator, however after the fall the patient stated that stimulation was less effective. The patient reported that reprogramming of the stimulator resolved the issue. No additional patient symptoms, or additional device complications were reported for this event.